Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9121958 medical device expiration date: 2024-04-30 device manufacture date: 2019-05-01 medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown " investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9121958. Unable to perform complaint lot history check due to an unknown lot number for needle clog. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the customer was unable to deliver medication due to pen not functioning correctly with a bd ultra fine¿ pen needles. This occurred on 4 separate occasions during use with batch 9121958, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that the customer found 4 pen needles in past week not working during injection. Consumer also added that within the 2nd box unknown lot number item # 320122 found the same about 4 pen needles not working during injection.